Event description:
It was reported the patient missed a refill appointment that was due in (B)(6). The patient was in the office and stated to the physician that they thought they had heard some 'beeps' from the pump for several weeks, but they were not sure. Upon interrogation of the pump, it was noted there was a critical alarm indicating an empty reservoir. The empty reservoir date was (B)(6) 2013. It was recommended to refill the pump and restart at the previous dose. The patient was not exhibiting any signs/symptoms of withdrawal but was showing an increase in tone/increased spasticity. The staff was advised to call the patient for the next few weeks to assess the efficacy of the lioresal dose. The patient was instructed to call the clinic immediately if there was any suspicion that the lioresal was not working sufficiently. Patient status was noted to be alive, no injury/no adverse event. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).